Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to the user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. It should be noted that the xience xpedition, everolimus eluting coronary stent system instructions for use states: note the use by (expiration) date on the product label. (B)(4).

Event description:
It was reported that the 3.0 x 12 mm xience xpedition stent was deployed successfully without issue in the left anterior descending artery; however, after deployment it was determined that the stent had been used past its expiration date. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.